Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 13.9 mmol/l while wearing the pod between 1 and 4 hours. It was reported that the cannula was not inserted properly into the abdomen. Upon removing the pod, the cannula was found to be bent. As treatment, the patient administered a correction bolus and applied a new pod. Blood glucose levels subsequently stabilized.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 13.9 mmol/l while wearing the pod between 1 and 4 hours. It was reported that the cannula was not inserted properly into the abdomen. Upon removing the pod, the cannula was found to be bent. No treatment information was provided.